Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced three infusion set cannula kinked events on (B)(6) 2024. All the events occurred after 3 hours of insertion and the insertion site was at abdomen. The sets were in use for 8 hours. The patient resolved all the event by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.